Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that an ar-3687 knotless fibertaks tip broke off. This occurred during an open subpectoral biceps tenodesis on (B)(6) 2024 when the forked tip broke off. The broken fragment could not be retrieved. Additional information received on 4/9/2024: the case was completed with the broken implant still in the patient and the anchor used as designed. Additional x-rays were necessary to locate and confirm the broken piece of the inserter.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 4/26/2024 via medwatch notification: the anchor was placed in the prepared footprint. It was noticed that the tip of the inserter was missing. Orthogonal c-arm view confirmed it was in the bone. The scope was used, and the tip could not be retrieved. The retained tip will not compromise the repair or the patient. The morbidity of additional attempted removal was not warranted.

Manufacturer narrative:
Mw5153747.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.